Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill notification occurred after filling the cartridge with 100 units of insulin. Reportedly, a new cartridge was filled and loaded successfully. Additionally, it was reported that resistance was experienced during the fill process. Syringe needle and cartridge were changed resolving the issue and insulin delivery was resumed. Customer's blood glucose was 231 mg/dl.